Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, no functional testing could be performed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a breast reconstruction procedure, the device was firing two clips at a time, not firing, firing scissored clips and not forming completely. The procedure was completed with no patient consequences reported.